Event description:
It was reported that during a surgical procedure, oil from the hose portion of the pneumatic drill leaked onto the floor. None of the leaked substance contacted the pt or the sterile field. The procedure was successfully completed without a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. The device evaluation revealed that the drill performed according to all specifications, however, the pneumatic hose assembly was damaged and leaking oil. It is unk how the hose damage occurred, but may be the result of mishandling. The hose assembly was replaced and the drill was returned to the user facility.